Event description:
Wife of home pt (hp) reported leak from tubing of homechoice set, after receiving an alarm during apd treatment. Exact location of leak was not noted by wife. Hp ended treatment and restarted with new supplies. No pt injury or medical intervention required per spouse.